Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose level of 32 mg/dl. The customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer reported that they treated low blood glucose level with glucagon. The customer did not mention any symptom related to low blood glucose level. The customer reported that the drive support cap appeared to be damaged. They reported that when the drive support cap was pushes the insulin came out. The customer alleged the insulin pump for over delivery due to the damage to the drive support cap. The insulin pump will not be returned for analysis.